Event description:
It was reported that the patient experienced back pain. It was stated that an MRI was planned for (B)(6) 2015 to scan the patient's back. The reporter did not think the MRI was to rule out a problem with the device/therapy. The patient was stated to have chronic back pain. It was later reported the patient was dismissed from their healthcare provider (hcp) from breakthrough medication and not managing the pump. It was stated that the patient needed additional medication because he was recently diagnosed with stage 4 lung cancer that metastasized to the brain and was in pain. The patient was currently unable to receive more medication because of the pump. It was noted that the patient underwent brain surgery and experienced a stroke due to a blood clot in the eye. The patient then went blind in the other eye due to the brain surgery. The patient was unable to drive and walked with a cane. The patient¿s life expectancy was stated to be one year. The patient had an upcoming appointment and would tell the hcp to stop the pump or take it out. It was also stated that the patient had problems urinating due to the bupivacaine in the pump. The patient was prescribed flomax to help urination. The hcp reportedly attempted a drug test and the patient was unable to urinate that day, which may have led to the dismissal. The pump was used to deliver bupivacaine and dilaudid. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).